Manufacturer narrative:
Pr (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the electrical safety test was failing. There was no patient involvement.